Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available, number has been worn away. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued and a replacement device was shipped to the site on (B)(4) 2014. The device was returned to the manufacturer for analysis and showed signs of physical damage. The clamp was well worn with most markings worn off completely. There were some small debris in the adjustment screw threads preventing the normal travel of the screw. Otherwise, the clamp is in good working condition. The reported event was confirmed. The most likely root cause was physical damage over time. The device was replaced and there were no further issues.

Event description:
A site representative reported that the spine clamp no longer tightens securely. This wasn't a specific instance, but has worn out over time. There was no patient present when this issue was identified.